Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the issue was corrupt compact flash cards. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with unknown race and ethnicity was implanted with impella device. During the start procedure when the impella device was plugged in to the automated impella controller (aic), there was an acoustic alarm and a black screen. It stayed like this. The aic and case went without complications.